Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with noise and low, out of range, pacing lead impedance on the right ventricular lead. The lead was explanted and replaced. After the procedure, the device was interrogated to be reprogrammed. Upon interrogation, an alert for false elective replacement indicator (eri) was observed. The device was reprogrammed to clear the false alert. The patient was stable before, during, and after the procedure.